Event description:
It was reported that a minimum fill notification occurred when caller attempted to load cartridge and caller was unable to complete loading at that time. There was no adverse impact to the customer's blood glucose level. Customer first tried reloading same cartridge without success, then, after cleaning pneumatic tap area as instructed by technical support, followed guided steps to fill and load new cartridge, which resolved issue and allowed insulin delivery to resume; no additional outcome information was provided.